Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the reported ultrasonic probe damage and surface peeling could not be determined, however, it was likely the result of user handling. The event can be detected/prevented by following the instructions for use which state: reference instruction manual for gf-ue160-al5 (drawing number: ge2944) ¿chapter 3 preparation and inspection¿ ¿do not apply excessive force to or bend the distal end of the endoscope. Instrument damage may occur¿. In addition, the following non-reportable malfunctions were found during the device evaluation: poor adhesive on the tip, stain on the control panel, detachment of mahan, loss of ultrasound signal, insufficient angle, angle knob play. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and customer allegation was confirmed. During initial inspection of the device, the ultrasound transducer was found to be damaged. The transducer membrane was torn. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus a probe defect while preparing to use the ultrasonic gastrovideoscope. There were no reports of patient harm or impact associated with the event. During the inspection and testing of the returned device, the device was found to have probe damage. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.